Manufacturer narrative:
(B)(4) - device 2 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that infusion set tubing was leaking at site connector area which led to high bg. The infusion set was in use for 1.5 days. Customer performed correction bolus via pump and correction injection via mdi. Caller replaced infusion set and resumed insulin successfully. No further information available.